Manufacturer narrative:
Continuation of d10: product ID evfxplus-26; product serial number k947113; product type: heart valve; implant date 2026-feb-09; explant date n/a product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic aortic valve, a heart computed tomography (CT) with co ntrast was performed and noted  a new saccular outpouching of the distal aortic arch which measured 28 x 14 x 25 millimeters (mm). It was initially reported as a penetrating atherosclerotic ulcer or a pseudoaneurysm. An echocardiogram was performed approximately 2 months following the valve implant. The event was later reported as a saccular aneurysm of the distal aortic arch. As reported, there was no impact to the patient as result of this event. The event was unresolved. The physician indicated the event was possibly related to the valve implant procedure, compression loading system (cls), and delivery catheter system (dcs).